Manufacturer narrative:
No lot number was provided, so device history record reviews could not be conducted. There was no sample or image returned for investigation. Without the sample for evaluation, no root cause or corrective action can be determined or implemented at this time.

Event description:
Dilator broke in half during removal. Safely removed.